Event description:
The cust0mer reported a low universal wash reagent pressure. The liquid waste line on the analyzer was found to be crimped, which could cause falsely elevated troponin I results to occur at a magnitude that might initiate a cardiac catheterization. There was no report of patient harm as a result of this occurrence.